Manufacturer narrative:
No sample has been returned for evaluation for the report of dull keratomes therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a large percentage of the knives used during recent surgeries are very dull or would not cut or enter the cornea. Patient impact information is unknown. Additional information has been requested.